Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts lifted on the 1st and 2nd proximal stent strut rows. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the stent. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issue with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50x48mm synergy ii drug-eluting stent was advanced for treatment. However it was noted that the device was not in the right position. While the physician was pulling back the undeployed stent, the stent became damaged. No patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortous and moderately calcified left anterior descending artery. The procedure was completed with a 3.0x48mm synergy stent and the patient was well.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x48mm synergy ii drug-eluting stent was advanced for treatment. However it was noted that the device was not in the right position. While the physician was pulling back the un-deployed stent, the stent became damaged. No patient complications were reported.